Manufacturer narrative:
Concomitant medical products: product ID: 978a128, lot#: unknown, product type: lead. Product ID: 3560030, lot#: unknown, product type: extension. Other relevant device(s) are: product ID: 3560030, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient that was undergoing an advanced evaluation trial. It was reported that the stage 1 lead extension was pulled past midline toward the exit site during an advanced evaluation. The healthcare professional (hcp) had to make a slightly larger incision than intended and search for the connection to the extension. It was unknown what factors led to the issue, but the rep noted the possibility that the excess extension cable had been tugged when connected to the patient's belt. There were no patient complications reported as a result of this event.